Event description:
It was reported that over the last two month, decreased in battery longevity from 4.2 years to 4.8 months was observed. No symptoms were reported. Device replacement was scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.